Event description:
A trainer reported that the daughter of a patient using v-go 20 reported that on (B)(6) 2025, the patient's body was significantly swollen, and her blood glucose (bg) level was 53. The daughter mentioned that healthcare practitioner (hcp) told her that the water pill dosage was too low, and the insulin dosage was too high. Hcp advised discontinuing the use of v-go. The doctor instructed the patient to go to the emergency room (ER) and subsequently started her on lantus, to be administered once daily. It was reported that no device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor was unable to reach patient after multiple attempts. The information available is limited to customer service intake. V-go trained reported the following information from the patient's daughter. The patient's body was significantly swollen, and her blood glucose (bg) level was 53. The daughter mentioned that hcp told her that the water pill dosage was too low, and the insulin dosage was too high. Hcp advised discontinuing the use of v-go. The doctor instructed the patient to go to the emergency room (ER) and subsequently started her on lantus, to be administered once daily. The patient using the v-go 20 device experienced a low blood glucose reading of 53, which can be considered serious. Medical follow up information available; v-go discontinued, and insulin changed to lantus once daily. Hcp told the daughter the patient's insulin dosage was too high resulting in low blood glucose reading. No information regarding the v-go device is available to assess. With the information available, it is unlikely the v-go device contributed to the reported low blood glucose reading. There are no v-go devices for collection.